Event description:
It is reported that the provisional has a small piece fractured off.

Manufacturer narrative:
Eval summary: an osteotome was inserted underneath the medial side of the articular surface provisional and used to lever the device out of the tibial baseplate. Inappropriate force associated with this extraction method caused the provisional to chip as noted. Eval: the returned provisional has a small piece fractured off the medial side of the device. The fractured piece was returned with the complaint for review. From a trial assembly of the small fragments it appears that a small section of the device was not returned for review. Device history records indicate device mfg to specification.